Event description:
Patient diagnosed with metastatic colon cancer receiving outpatient chemotherapy via a paragon pump. Pt arrived for her scheduled appointment and it was noted there was approximately 40cc of chemo left in her bag. This is the second occurrence on this patient where there is a suspected equipment malfunction (two different pumps of the same model were used). The oncology rn contacted the patient's oncologist regarding this issue. The patient's PICC line was flushed and the tubing re-attached. Chemo seemed to be infusing correctly at this time. Md ordered for patient to go home and follow-up the next day to re-check pump, med and PICC line. Patient did return and at that time and still had 18cc remaining.